Event description:
It was reported that the pump declared alarm 20 during the load process. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was educated on proper cartridge removal technique, but recurring cartridge alarms prevented successful insulin therapy resumption. Technical support decided to replace the pump, and the customer switched to multiple daily injections as a backup therapy. Technical support confirmed the shipping address and instructed the customer to return the pump via a pre-paid label after placing it into storage mode.